Event description:
Related manufacturer reference number: 3006705815-2019-02516. It was reported that, during implant procedure, the patient had a csf leak, which was then resolved by the physician with a blood patch.